Manufacturer narrative:
An event of migration or expulsion of device (aortic direction) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, the cause of the reported device migration toward the aortic direction could not be conclusively determined. However, the migration seems to have occurred due to procedural complications, specifically high annulus placement during release. The reported unexpected medical intervention was result of case-specific circumstances as device was snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis. The team had a slight concern with the case since the root angle of the valve slightly steep at 71 degrees. The area and perimeter of the annulus were measured to be 344.8mm2 and 66.3mm respectively. During the procedure, a pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. Its diameter has been noted to have exceeded the minimum annulus diameter. On two cusp overlap view at 80 percent deployment it was confirmed that the valve was placed at a depth of 2mm on the non-coronary cusp (ncc) and 0-1mm on the left-coronary cusp with one recapture due to the depth. The physician believed that they have had enough depth in the annulus to achieve the recommended placement of the valve expecting the lcc side to settle down. After full deployment, the ncc side of the valve moved more towards the annulus and the lcc side of the valve did not moved down as expected suspecting the initial position of the valve at 80 percent. The ds was retrieved back safely into the descending aorta. Upon checking with angiogram, it was confirmed that the valve was noted to be above the annulus in multiple views. A decision was made to pull the valve above the sinotubular junction (stj) using a snare technique. A new 23 mm navitor vision valve was prepped, loaded and selected for implant using a small flexnav ds. At 80 percent deployment and final deployment, the valve was noted to be positioned and implanted at a depth of 5mm on the ncc and 6mm on the lcc which was confirmed by cusp overlap view with parallax removed. No migration was noted and the patient had patent coronary flow to both right and left after angiogram. On echo, trace to mild paravalvular leak was confirmed; with post-gradient of 6 mmhg. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The implanter believes that the cause of migration was due to the high annulus placement upon release. The patient was stable and discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis. The team had a slight concern with the case since the root angle of the valve slightly steep at 71 degrees. During the procedure, a pre-implant balloon aortic valvuloplasty (pre-bav) was performed. On two cusp overlap view at 80 percent deployment it was confirmed that the valve was placed at a depth of 2mm on the non-coronary cusp (ncc) and 0-1mm on the left-coronary cusp with one recapture due to the depth. The physician believed that they have had enough depth in the annulus to achieve the recommended placement of the valve expecting the lcc side to settle down. After full deployment, the ncc side of the valve moved more towards the annulus and the lcc side of the valve did not moved down as expected suspecting the initial position of the valve at 80 percent. The ds was retrieved back safely into the descending aorta. Upon checking with angiogram, it was confirmed that the valve was noted to be above the annulus in multiple views. A decision was made to pull the valve above the sinotubular junction (stj) using a snare technique. A new 23 mm navitor vision valve was prepped, loaded and selected for implant using a small flexnav ds. At 80 percent deployment and final deployment, the valve was noted to be positioned and implanted at a depth of 5mm on the ncc and 6mm on the lcc which was confirmed by cusp overlap view with parallax removed. No migration was noted and the patient had patent coronary flow to both right and left after angiogram. On echo, trace to mild paravalvular leak was confirmed; with post-gradient of 6 mmhg. The patient's status was stable.